Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. An event regarding instability involving a triathalon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that allegedly the patient was revised due to "revision left total knee arthroplasty, one component only. Findings: multidirectional instability, anteriorly medially and laterally; posteriorly stabilized."